Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time. The instruction manual warns users "inspect all packages for punctures or evidence of contamination prior to opening."

Event description:
Olympus was informed that the sterile packaging of the device appeared compromised as a brownish colored fluid was observed on the shaft of the shaver inside of the sterile package. It was reported that the brownish fluid was noted upon receipt of the device and that the device was isolated on the facility¿s supply room shelf. The facility reported that the outer package of the device did not appear damaged.